Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity console handpiece (c7000) gets hot during surgery. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. An integra field service engineer (fse) visited the facility and evaluated the cusa clarity console (c7000) which showed that no fault was found. The console passed all testing and meets specification. Additionally, the device history record (DHR) for the console was reviewed and shows no abnormalities related to the reported failure. Failure analysis - since the description of the complaint states "handpiece gets hot", the fse also checked the cusa handpiece involved, and no problem was found with its functionality. The fse asked the customer about the situation regarding the ultrasonic on of the handpiece, and the fse confirmed that the customer does not keep 5 minutes interval for ultrasonic on over 10 minutes. The fse then checked few times for 10 minutes ultrasonic on and 5 minutes interval, and the handpiece did not get hot. The fse explained the instruction for use of the handpiece to the customer who verbalized understanding of the explanation. No repairs were recommended or performed. Root cause - the complaint is not confirmed, and both the console and the handpiece passed all testing and meets specification. The probable root cause is that the handpiece may have heated due to customer not following the device duty cycle of 10 minutes of use followed by 5 minutes interval and continue to ultrasonic on over 10 minutes. Excessive use outside of the device duty cycle may result in handpiece heating. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.